Event description:
When trying to remove a foley catheter from a male pt, 4ml of saline was removed from the balloon. No additional saline was returned, the balloon did not completely deflate, which left a ridge and the catheter was difficult to remove. A pediatric urologist was able to remove the catheter. The pt was not harmed. We had one other similar issue several months ago, and believe that the problem lies in the way the balloon is deflated. The instructions indicate the fluid should not be withdrawn, but should drain and in that instance as well as this one, we suspect that the fluid was withdrawn, thereby leaving a slight ridge on the catheter tip.